Manufacturer narrative:
The actual device was returned for evaluation. The device received had the thread broken, but the cause for the breakage could not be verified at the actual device as it passed strength test requirements. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent myomectomy on (B)(6) 2015 and suture was used. During the procedure, the suture broke when ligation was performed. A like device was used to complete the procedure. There were no adverse patient consequences reported.